Event description:
During removal of an intravenous catheter, the catheter broke and a portion of the catheter was retained in the pt's arm. A tourniquet was applied and the pt underwent surgical excision and removal of the retained catheter fragment from the left upper arm on 5/24/97.